Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post-op check, the patient was experiencing phrenic nerve stimulation. The lead was programmed off. The patient's condition post event was good.